Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when non sustained rv oversensing due to myopotential oversensing was observed via a merlin transmission. Programming changes were recommended.